Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. A visual examination of the product detected the inner lumen and the optical fiber within the membrane was completely separated within a kink located 26.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no other leaks were detected. The evaluation confirmed the reported problem. The break found in the inner lumen and fiber optic appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine how or when the kink occurred, however a kink found in this location typically occurs during the insertion process. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
ICU rn called to report ¿pink¿ fluid in the helium tubing. He acknowledged that blood probably mixed with some condensation. He said that they had received a ¿check catheter¿ alarm and after troubleshooting they noticed this colored fluid in the helium tubing. He will notify the physician for removal. The intra-aortic balloon was removed and replaced in the critical cath lab. The patient was not harmed or injured.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
ICU rn called to report ¿pink¿ fluid in the helium tubing. He acknowledged that blood probably mixed with some condensation. He said that they had received a ¿check catheter¿ alarm and after troubleshooting they noticed this colored fluid in the helium tubing. He will notify the physician for removal. The intra-aortic balloon was removed and replaced in the critical cath lab. The patient was not harmed or injured.